Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was not helping enough with their pain. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative stated that multiple reprogramming sessions were done in order to help with the pain, but the issue had not been resolved. Surgical intervention was planned, but had not been scheduled. It was noted that the issue started on (B)(6) 2017. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, with injury.¿ indication for use is spinal pain.